Manufacturer narrative:
The concorde bullet cage is not available for evaluation. A follow up report will be filed upon completion of the investigation. Device is not available for evaluation.

Manufacturer narrative:
No conclusions can be made. The affiliate reports the cage is not available for evaluation. Review of the device history record found the lot of 39 units met specification requirements when released to stock on (B)(4) 2012. No related complaints have been reported for this production lot. Complaint data is reviewed monthly by cross functional groups within the company to ensure a robust review. Complaint data review found no emerging trends. The complaint is considered to be closed. If the complaint product sample becomes available, the complaint file will be re-opened and the product evaluated.

Event description:
International affiliate reports that l4-l5 instrumentation was performed with concorde bullet cage for lumbar spinal canal stenosis. The cage was implanted between the l4-l5 oblique along with another company's pedicle screw and rod. Affiliate reports surgery was completed without problem. However, after the surgery, the cage backed out of position and the competitor's screw had loosened. Revision surgery was performed. The devices were expanted and replaced with another company's devices.